Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient experienced asystole during this implant procedure. Therefore, this lead was utilized for temporary pacing therapy. It was reported that the adverse patient effect was not the result of a product performance issue. The patient had an underlying right bundle branch block at the time of implant and the lead luckily, was in position when the physician knocked out the av node. A second lead was implanted due to less preferable position of first lead.